Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair surgical procedure, it was observed that a part (the plastic disk) of the trocar detached and inserted in the joint of the patient (subacromial space) while the shaver was inserted ( for the arthroscopy ). It was necessary to remove the trocar and the cannula for the removal of this part. The part was totally removed from the patient. The procedure was left cuff acromioplasty. There was an unspecified delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device and detached silicon dam were received and visually inspected. Visual inspection revealed that the silicon dam has a hole and the edges were torn. The compliant can be confirmed. This is an indication of excess force being applied to pass instruments through the cannula. At the time of the investigation, the root cause of the failure mode is undetermined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
The customer reports that while the shaver was inserted ( for the arthroscopy ), a part (the plastic disk) of the trocar detached and inserted in the joint of the patient (subacromial space). It was necessary to remove the trocar and the cannula for the removal of this part the part was totally removed from the patient the procedure was : left cuff acromioplasty consequences : delay, risk of foreign object on the patient, risk of injury when the part is removed, risk of infection additional information received on 10/4/2018. Reporter informed that there was still a risk of infection even though the part was removed.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).